Event description:
The patient was implanted with the rns system on (B)(6) 2025. On (B)(6) 2025 the surgeon reported that the patient had scratched her stitches open, he performed a superficial wound washout and re-suturing at the incision site. Cultures were not taken. There was no report of infection.

Manufacturer narrative:
(B)(4). The explanted lead was not returned to neuropace for investigation.